Manufacturer narrative:
According to the available information this inflatable penile prosthesis was implanted in (B)(6) 2020 and revised on (B)(6) 2021 due to trauma to the reservoir. Additional information received the physician stated the patient had an unspecified accident which caused damage to the reservoir. MRI prior to explant showed that fluid had leaked from the reservoir. Upon explant no visible damage to the device was observed. The pump working without issue. The explanted prosthesis was not returned for evaluation. Without the benefit of analyzing the explant, quality cannot confirm any observations and cannot comment on the condition of the prosthesis. If the explanted device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the patient was involved in an unspecified accident which caused damage to the reservoir. A preoperative MRI showed that fluid had leaked from the reservoir. Upon explant, there was no visible damage to the device. The pump was working without issue.